Manufacturer narrative:
A replacement titanium lopro t3 was provided to the customer and the titanium lopro t3 that was used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned titanium lopro t3 and confirmed the reported issue. The titanium lopro t3 would produce an intermittent image and the blade's connector pins were also noted as being corroded. Since the customer had already received a replacement titanium lopro t3, the returned blade was scrapped. Corrective action is not required at this time, verathon will continue to monitor for trends. The glidescope video laryngoscopes operations and maintenance manual (omm) states "using hospital-grade clean air, which is free from oils and residuals found in common compressed air, blow out the connectors. This dries the connectors and removes any remaining residuals." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion on the connector pins. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the blades.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 reusable blade, the image would flicker in and out. An undisclosed delay in the procedure occurred as a backup glidescopetitanium loprot3 blade was obtained. No harm to the patient or user was reported.